Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The device was discarded by distributor because it was not sterile, being unsuitable for investigation. Therefore, the device was not received by manufacturer.

Event description:
The clinician reported that 4 weeks after the immediate dental implant and cover screw were placed in ada site 23 in the mouth, the implant lost integration in type iii bone. Clinician noted the patient's pain and trauma (a fall). There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
The medical device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 weeks after the immediate dental implant and cover screw were placed in ada site 23 in the mouth, the implant lost integration in type iii bone. Clinician noted the patient's pain and trauma (a fall). There were no reported post-operative complications.

Manufacturer narrative:
The medical device was sent to the manufacturer in a manner unsuitable for investigation. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4 weeks after the immediate dental implant and cover screw were placed in ada site 23 in the mouth, the implant lost integration in type iii bone. Clinician noted the patient's pain and traumaa (a fall). There were no reported post-operative complications.